Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being in the hospital for four days due to high blood glucose and the customer ran out of insulin. The customer was vomiting and experienced diabetes ketoacidosis. No further information was provided.